Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
It was reported to philips that the device had a power issue. The device was not in clinical use at the time of the event. A philips authorized service personnel (asp) was dispatched to the customer site and confirmed the device had an error 'da pcba adc reference failed.' The asp replaced the data acquisition (da) and motor controller (mc) boards to resolve the issue. The device passed functionality testing and was returned to service.